Event description:
The customer's mother called to report that her daughter is starting to develop an allergic reaction towards the pod adhesive. Customer support directed her to the omnipod website for a listing of products that could be used to help prevent the recurrence of her daughter's skin condition. No product will be returned for evaluation.

Manufacturer narrative:
No product will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer was directed to the omnipod website for a resource guide that includes a listing of skin barrier products that can aid in skin protection.